Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window. The device had cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via (B)(4), the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated the weather has been humid. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.